Event description:
It was reported that a wireless transmission was reviewed by a healthcare provider and it was noticed that the patient had received a couple shocks and on the first transmission the rhythm was very disorganized while the last transmission, there was no capture or intrinsic rhythm. It was also noted that there was a right ventricular (rv) lead integrity alert due to high impedance and oversensing. The patient was found deceased after the physician call the police to the patient¿s house for a welfare check due to no response to home phone calls. The cause of death was requested from the funeral home and reported as cardiac arrhythmia due to ischemic heart disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224vrc implanted: (B)(6) 2010. (B)(4).